Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal- yes") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2022, the patient had essure inserted. In 2022 she underwent medical device removal (seriousness criterion intervention required). Essure was removed on an unknown date in the same year. The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("removal- yes") in a 45 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (b(6) 2022, the patient had essure inserted. In 2022 she underwent medical device removal (seriousness criterion intervention required). The patient was treated with surgery (partial hysterectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 11-dec-2022: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of pelvic pain ("pelvic pain"), heavy menstrual bleeding ("heavy menses, menorhagia, x 3 days of 7 with dysmenorrhea, abnormal uterine bleeding") and dysmenorrhoea ("dysmenorrhea") in a 38 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of lsil (no colpo, negative pap in 2013) from 2012 to 2013 and breast tenderness (in lateral aspects of left breast worse with period and depo injection and not improved with softer looser bras), parity 4 and multigravida (4). The patient had a family history of breast cancer (single maternal aunt with breast cancer diagnoses after menopause). Concurrent conditions was listed as obesity (bmi 32). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2015, 376 days after essure insertion, she experienced heavy menstrual bleeding (seriousness criterion intervention required), dysmenorrhoea (seriousness criterion intervention required) and migraine ("migraine during menses"). In (B)(6) 2015, she experienced rash pruritic ("rash and itching in inner thigh for past week"). On (B)(6) 2022, she experienced pelvic pain (seriousness criterion intervention required) and was found to have uterine leiomyoma ("fibroid uterus"). Essure was removed the same day. The patient was treated with lupron (leuprorelin acetate), ibuprofen, ketoconazole and oral contraceptive nos as well as surgery (total abdominal hysterectomy, bilateral salpingectomy). At the time of the report, the outcomes for pelvic pain, heavy menstrual bleeding, dysmenorrhoea and uterine leiomyoma were unknown. The reporter considered dysmenorrhoea, heavy menstrual bleeding, migraine, pelvic pain, rash pruritic and uterine leiomyoma to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 32.284 kg/sqm. [Blood pressure measurement] on (B)(6) 2014: 112/65. [Gynaecological examination] on (B)(6) 2014: breast: b/l fibrocystic appearing breasts, multiple tiny mobile nodules- mildly ttp on llq/luq of left breast. No cervical or axillary lad, no skin changes or nipple concerns. Pelvic: busv wnl. [Bus = bartholins, urethra, skenes glands, vagina within normal limits], vagina moist without lesions, cervix nt [not tender]without gross lesions ¿ pap smear obtained. [Hysterosalpingogram] on (B)(6) 2014: successful bilateral fallopian tubes essure placement. [Laparoscopy] on (B)(6) 2022: preoperative diagnosis: abnormal uterine bleeding; fibroid uterus; pelvic pain. Aub-l [abnormal uterine bleeding-leiomyoma according to palm-coein classification], 17cm uterus. Post-operative diagnosis: abnormal uterine bleeding; fibroid uterus; pelvic pain. Operation: total abdominal hysterectomy; bilateral salpingectomy. Indication for surgery: presented to clinic with known fibroid uterus with heavy menstrual bleeding and associated anemia. Reports continued heavy bleeding with associated pelvic pain despite lupron treatment. Patient desires surgical management. Findings: 12-week sized uterus with anterior and posterior fibroids; normal fallopian tubes and ovaries. Complications: none. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-jun-2023: medical records received. Reporters, diagnostic data, medical history, concomitant treatment added. Insertion date was updated. Events were specified (previously only medical device removal was entered). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.